Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-aug-22 (B)(4) (con, rep, hcp): it was reported that patient presented to emergency department with redness/soreness in left chest device pocket and slight redness/tenderness in right lower neck. No other factors outside of her right chest breast cancer and radiation treatment to that area. Emergency physician consulted neurosurgeon on call; they decided patient has pocket infection with potential spread to the right neck area and decided to treat aggressively with antibiotic course and will follow up in a few days to decide if device removal is warranted.